Manufacturer narrative:
Despite several attempts to obtain patient information from the hospital, no response has been received for patient age and ID. Following the case, the hospital replaced the flow sensors and provided them to ge healthcare. Inspection of the flow sensors noted that one of the flow sensors had a diaphragm that was stuck open. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.

Event description:
The hospital reported that, during a case, the unit alarmed 'replace flow sensor'. It was further noted that measured tidal volume was lower than the selected tidal volume. The clinician was reportedly able to finish the case by increasing the respiratory frequency with no effect on the patient.